Event description:
Patient postoperatively connected to ventilator. Settings were mode: synchronous intermittent mandatory ventilation (simv), respiratory rate: 8 breaths/min, tidal volume: 400 ml, positive end expiratory pressure (peep): 0 cmh2o, pressure support: 0 cmh2o. Ventilator failed to initiate breath, it appeared that the device did not recognize that the patient was connected.